Manufacturer narrative:
Report confirmed. Evaluation of the asmc confirmed the attachment tube, bearings, and bearing spacer were detached from the body of the attachment. The remainder of the attachment assembly was intact. It was noted all of the components of the attachment assembly were returned and present. Most of the heat cure epoxy that secures the tube to the base of the attachment was degraded. There was no record of service since june 2011. The likely cause for the tube detaching from the rest of the attachment assembly was due to the deterioration of the heat cure epoxy. The heat cure epoxy degrades over time. Once degraded, the epoxy tends to loosen with vibrations experienced during use and leads to the loosening of the tube from the base. A metal cutter attachment experiences high vibration and loads in normal use. The likely cause for the detachment of components is due to inadequate preventive maintenance which led to the degradation of the heat cure epoxy. The user manual contains the following warning ¿do not use a legend attachment if any part of the attachment appears to be bent, loose, missing, or damaged.¿ additional warning indicates ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ the preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. Device had been in use for approximately 68 months with no record of factory service during this period. We will continue to track and trend this complaint type.

Event description:
It was reported that the attachment broke during the surgery, and a postoperative scan was required. It was reported there was no injury to the patient. Multiple attempts to obtain additional information, including the results of the scan, and patient status were unsuccessful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.